Event description:
Customer was hospitalized with high blood glucose levels. Family member called stating that they are going through batteries every day and a half. Family member also stated that this has been an ongoing problem for quite sometime now. Sent replacement pump.